Event description:
The manufacturer received a complaint alleging the use of their nasal mask resulted in facial deformities of two patients (twin brothers) who used the mask during ventilatory therapy during a 10 year period. The facial deformities alleged were dental crowding, irregular facial proportions and a receding jaw. The customer did not retain a mask to provide the manufacturer for eval or identification. According to the customer, both children were affected in same manner; therefore, an MDR report is being submitted for each pt. When contacted by the manufacturer, the customer reported their child was 6(B)(6) when they began using the mask (in (B)(6)) and used the same mask type for the 10 year period, from (B)(6). The customer reported the deformities they alleged resulted from the use of the mask were diagnosed in (B)(6) 2008 when their child, then (B)(6), was being eval by an orthodontist. This was three years after the pt had discontinued the use of this manufacturer's mask and began using a mask manufactured by another company; this mask was a full face mask and not a nasal mask.

Manufacturer narrative:
When asked to identify the model of mask used by their child during the 10 year period, the customer could not provide the model of mask used; however, they did indicate the mask was yellow in color. Based on this info, the manufacturer concludes the mask was a "gold seal" model; the only model produced by the manufacturer during the period of use identified which used yellow components. The manufacturer's investigation of the allegation included a review of the product labeling for the gold seal mask. The gold seal product labeling (operator's instructional sheet, part number 1001513, revision 03) states the intended use of the mask is for treatment of adult obstructive sleep apnea, respiratory failure and respiratory insufficiency using CPAP and bi-level positive airway pressure (bipap) systems. The gold seal mask is not cleared for or intended to be used with pediatric pts; furthermore, the manufacturer did not produce or market a CPAP mask for pediatric pt use until 2007, when they received clearance to do so. While the gold seal mask is not intended for pediatric use, it is additionally not intended to be used with devices incorporating a closed airway system. The therapies the CPAP mask is prescribed to be used with are those provided by devices using open airway systems. These open airway systems incorporate an intentional leak in the breathing circuit; distal and directionally away from the pt-mask interface. The customer reported their son(s) used the CPAP mask with a ventilator. Ventilators used closed airway systems which do not incorporate the intentional leak characterized by an open airway system. A closed airway system can expose the CPAP mask-pt interface to pressures in excess of those typically prescribed for CPAP therapy. These pressures would likely result in leaks at the pt-mask interface, which would be both undesirable and uncomfortable for the pt, and likely result in over-tightening of the mask head gear to stop the leak. A review of the manufacturer's complaint database to determine if the reported issue was part of a complaint trend found no similar complaint reports or adverse event involving the gold seal mask product family. The review encompassed all gold seal product family complaint records recorded during the previous nine years period (from (B)(6) 2000 to (B)(6) 2009). In summary, the manufacturer believes that the use of the mask in the manner described by the customer, for a pediatric pt, and with a closed loop ventilatory system, was not according to product labeling or for purposes the product was designed for. The manufacturer did not have clearance, manufacturer or market a CPAP nasal mask for pediatric use during the period the affected pt(s) allegedly used the gold seal nasal mask. Furthermore, the manufacturer did not product a CPAP mask for use with a closed airway system therapies. Based on this info, the manufacture concludes that if any injury did occur, the gold seal mask product was not a cause or contributing factor of the injury, and that no further action is appropriate. A separate MDR report (reference MDR 2518422-2009-00010) was filed for the other twin brother identified in this MDR. Because the customer complaint specified both brothers were affected in a similar manner, each complaint and MDR submission are supported by the same complaint investigation and contain the same findings and conclusions.